Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/04/2017, that on (B)(6) 2017, the patient reported a potential signal loss or transmitter failure. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint was confirmed by the findings of a signal loss via log review. A root cause could not be determined.